Event description:
Subsequent to the initial MDR, additional information was received on 10/1/2024. The patient reported via maude report that the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, while on vacation in (B)(6), the patient was found by her friend to be unresponsive when trying to wake her up. The patient's cgm device was reading high mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump with control-iq technology. The patient was taken to the emergency room (ER) for evaluation. At the ER, the patient's bg meter reading was 54 mg/dl. The patient was treated with IV d50 (dextrose). After treatment, the patient regained consciousness. The patient was discharged after being observed for "several hours". It was reported that since the cgm device was reading at a high bias inaccuracy and that the patient was using the tandem insulin pump (which is integrated with the dexcom device), that the insulin pump continued delivering insulin to the patient when it was not needed. The reporter stated it was a life-threatening event. At an unspecified time, the patient stated that she changed her sensor with similar blood sugars with inaccuracies over 300 points. After this event, the patient turned off the tandem pumps' control iq feature and reverted back to bg monitoring via fingerstick. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. At an unspecified time, it has been reported that there was a difference in readings of over 300 points. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl(B)(4) voluntary medwatch report number mw5159268 b5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction. E3: occupation - additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H11: additional narrative.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, while on vacation in tanzania, the patient lost consciousness and was taken to the emergency room (ER). The patient was treated with IV dextrose. At an unspecified time during this event, the patient cgm was reading high mg/dl, and the bg meter was reading 42 mg/dl. The patient was also wearing a tandem insulin pump with ciq technology. It was also not specified how long the patient was in the ER prior to discharge. The patient was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.